Event description:
According to the op report, this valve was explanted due to pv leak with resultant hemolysis and anemia. At explant, a paravalvular leak was noted at 12 o'clock and there was pannus restricting full closure of one leaflet. The valve was replaced with a 31 mm tissuemed bioprosthesis and the patient was reported to be recovering. It was also reported the patient was taking anticoagulants as prescribed.